Event description:
A ventilator was returned to the manufacturer for service due to an initial power up issue on the device. There was no harm or injury reported. The device has been returned to the manufacturer, but the evaluation has not yet begun on the device. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service due to an initial power up issue on the device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up. The device's a/c cable was "pushed in", thus causing the issue to occur on the device. The a/c cable and connector were replaced to address the issue.